Event description:
It was reported that this lead showed noise on the rv and far field channels. Inappropriate shocks were delivered to the patient. The patient will be monitored. The device remains implanted.

Manufacturer narrative:
We were notified that this lead was capped and replaced on (B)(6) 2017 and that oversensing and a possible fracture was noted. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.